Manufacturer narrative:
The customer's product was not returned for investigation, therefore no further investigation was possible. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the patient tested on the meter and the result was 3.7 inr. On (B)(6) 2017, the patient decided to test on the meter again and the result was 1.6 inr. The patient thought the result was too low, so a sample from a different finger was tested on the meter, resulting as 2.8 inr. The time between these two measurements was less than 7 hours. The patient did not know if the 1.6 inr result or the 2.8 inr result was correct due to the big difference between these two results. The patient did contact the doctor about the results, but had not heard back from the doctor. The patient did not receive any treatment based on the results. The meter was found to be coded incorrectly. The code programmed in the meter was different from the code for the test strips that were used. The patient stated that a code chip was not received with the two vials of new test strips. The patient stated that she was not aware that the code chips needed to be changed.the importance of proper meter coding was reviewed with the patient. The patient's therapeutic range is 2 - 3 inr. The patient is tested every 2 weeks. The patient is not anemic and does not suffer from antiphospholipid antibodies. The patient does not take direct thrombin inhibitors. The patient does not take heparin as part of anticoagulation therapy. The patient has had no changes in coumadin medication. The patient has not had any missed dosages. The patient has had no illnesses and no high symptoms. The patient's diet was ok and was not special or unusual. The patient's product has been requested for investigation and replacement product was shipped to the patient. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.